Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a button error alarm. It was reported that insulin pump was attached to customer's wet swim trunks. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was unable to test for basic occlusion test, prime test, excessive no delivery test and occlusion test cracked end cap. No button error alarm noted. All buttons functioned properly; however insulin pump had moisture on keypad traces. The insulin pump had cracked battery tube treads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked end cap and missing end cap sticker.